Event description:
It was reported that (2) devices were used during a laparoscopic nissen fundoplication. The device would not cut or coagulate. Another device was used to complete the case. There was no consequence to the pt.